Event description:
Complainant alleged that during training by the facility staff the device did not charge to selected energy. Complainant indicated that there was no pt involvement in the reported malfunction.